Event description:
Info received indicates that a component detached from the device during the case without pt involvement. Alternative components were available and the device was used throughout the case with no reported consequence to the pt.